Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that on the 2 most proximal stent strut rows; stent struts were lifted and pushed in a distal direction. The undamaged section of the crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 18-mar-2018. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 3.00 x 20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to calcification. The device was removed and further dilatation was performed with a 3.00x15mm balloon catheter but the device was still unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.